Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: # 1627487-2014-06251, 1627487-2014-06252. The pt has two leads with the same lot number and two anchors with the same lot number. It was reported the pt is not receiving effective stimulation. The pt is experiencing auto-reducing with contacts 9-16. X-rays indicate the lead has pulled out of the ipg header and the left lead has migrated. It was also reported the pt is experiencing pain at the anchor site. Surgical intervention may be pending to address the issue.